Manufacturer narrative:
(B)(4). The actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 08/13/2009 which places the age of the device of approximately 7years. A review of the certificate of conformity (c of c) is not applicable at this time because it is highly probably that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply power supply boxes were not working, prior to the harvester testing our vh-4000. The account opened other cords and still no activation from power supply box. Complaint related to file (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply power supply boxes were not working, prior to the harvester testing our vh-4000. The account opened other cords and still no activation from power supply box. (B)(4).